Manufacturer narrative:
Of the 2 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, zero were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. Additional h6 method: 26.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that the one touch ping model pump experienced a db mgt inaccurate delivery issue. These reports were received from various sources. The patients associated with this allegation were 54 pounds and between 10 and 13 years of age. Of the reported patients, 2 were male.